Event description:
It has been reported to philips that the wireless footswitch connection failed. The wifi and battery led indicators were red. The system was not in clinical use at the time the event occurred. The customer has a wired footswitch available for use. No harm has been reported to philips. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. Per the information collected, wi-fi and battery indicator of the footswitch was red, which indicates that there was an error in the wireless connection. The philips engineer inspected the system on-site and reconnected the wireless footswitch. Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. For the previous generation of wireless footswitch, philips has initiated a medical device correction (z-2485-2023). The codes were updated based on the investigation outcome.